Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 15.2 mmol/l at the time of the incident. Customer stated that insulin pump was constantly beeping and not stopping. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm, external error alarm, audio/beep anomaly and watchdog timeout alarm noted. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files.